Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc), during dwell. During therapy, the homechoice began to alarm and the keys became unresponsive. The power was cycled in response to the alarm and the machine displayed a cascading system error 2367. A swap was initiated and the caregiver was advised to use continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.